Manufacturer narrative:
Further inspection of data provided from the clinical site indicated that information reported in follow-up report 1020279-2017-00495-003 are incorrect and for this reason we ask you to disregard this follow-up report. Based on additional information received from the study site this event was re-determined and it was concluded that the reported complaint does not represent an event which requires reporting per cfr 21 part 803. For this reason we ask you to disregard report 1020279-2017-00495.

Event description:
It was reported to us through retrospective clinical trial that patient required remedial therapy and other conservative approach due to right knee stiffness. Outcome of this event is unknown and severity was deemed mild.

Manufacturer narrative:
A correction based on new information received.

Event description:
Remedial thearpy consisted of joint injection / aspiration - 2ml methylprednisolone acetate 80mg and 3.0ml lidocaine 1% plain.